Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the distal end. The distal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The exact cause of the stent damage could not be determined. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause could not be determined.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified on the 3.00x8mm taxus liberte drug eluting stent.